Manufacturer narrative:
A partial lead with the distal segment measuring 56.5 cm was returned for analysis. External insulation abrasion was noted at 8.9 to 10.1 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted due to a lead malfunction. The patient tolerated the procedure well. No further information was available.